Event description:
It was reported that the implant fell apart during insertion. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for visual inspection and the event was confirmed. A function test was made and it was possible to reassemble the implant as required. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Also we are not aware of any similar occurrence regarding this lot. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. We assume that the implant came apart because of applied bending forces during insertion. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We assume that the implant came apart because of applied bending forces during insertion and the complaint condition is due to the conditions of use and operational context contributed to this event.